Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had flushed support drive cap. The blood glucose was 408 mg/dl at the time of the incident and current blood glucose was 332 mg/dl. Customer treated high blood glucose with the insulin pump. Based on customer report customer does not allege pump was under delivering. During high blood glucose troubleshooting, customer noticed that the drive support cap was flush with the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.